Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event was confirmed as product was returned. A femoral provisional extractor was returned and evaluated. Visual inspection found multiple scratches and dents suggesting multiple uses. A fracture was found in the middle of the instrument. DHR was reviewed and no discrepancies relevant to the reported event were found. Per the instrument/provisional use, care, and sterilization package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. Root cause was determined to be fracture due to wear and tear from normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). This malfunction occurred in (B)(6).

Event description:
It was reported that the femoral extractor provisional cracked during surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.